Manufacturer narrative:
The event occured using one combination of the four instruments. It is unknown which instruments were involved in the reported event. Therefore, two sets of each instrument was reported. Additional part numbers: p/n 124797 lot number: 7400. P/n 14-500108 lot number: pn79a. P/n 14-500108 lot number: pp13b. Per the IFU: care and handling "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use."

Event description:
It was reported that the driver and the handle became disengaged, fell into the wound and tore the dura of the patient. The patient outcome is said to be fine. The event resulted in a 15 minute delay in surgery. It is unknown if the driver was properly engaged into the handle prior to use or if the event was a result from an instrument malfunction.